Manufacturer narrative:
Intuitive surgical, inc. Received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was found to have a broken grip cable at the grip housing. As a result, the grips would not open or close. The broken grip cable and crimp would be retained by the stapler sheath. The broken segment was missing and not returned with the instrument. Advanced failure analysis was performed to further clarify that the sheath normally covers the distal end, including the grip cables. However, articulation of the wrist results in the distal end of the sheath migrating proximally, creating a small opening that may not completely retain a broken grip cable. Additionally, any tears in the distal end of the sheath could also create openings for the grip cable to fall out of. Since the site claimed that a fragment fell inside the patient, it is possible one of the aforementioned scenarios allowed the cable fragment to fall out. This complaint is being reported due to the following conclusion: all fragments were retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted hemicolectomy procedure, a cable from the stapler 45 instrument broke and fell inside the patient. The broken cable was retrieved during the same procedure. The procedure was completed with no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the customer to obtain additional information, however, no response has been received as of date of this report.